Manufacturer narrative:
(B)(4).

Event description:
It was reported the customer is experiencing problems getting any internal ECG. It is all very erratic and the doppler is very poor with very little to no sound and signal. They are also not getting very accurate signals (absence of blue bulls-eye, and yellow, or red). In this case, the green arrow was showing most of the case which made us think the PICC needed to be advanced. After a chest x-ray the PICC line was 7cm into the right atrium.